Manufacturer narrative:
The reported event of failure to extend the lead helix was confirmed while the reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one-piece. A visual examination of the lead was performed and the helix was in the retracted position clogged with blood and tissue. An x-ray examination was performed and the inner coil inside the connector region was observed to be over-torqued, consistent with procedural damage. After cleaning, the helix could be successfully extended and retracted when torque was applied to the connector pin. The cause of the reported event of failure to extend was isolated to blood and tissue clogged in the helix and an over-torqued inner coil. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts. Furthermore, a visual and x-ray examination did not find any other anomalies.

Event description:
During an implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. Despite repositioning the rv lead, the high impedance measurement remained. The physician alleged the cause of the event was due to inability to extend the rv lead helix. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.